Manufacturer narrative:
(B)(4).

Event description:
A sentrant sheath was inserted as an accessory device for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, after the sheath was inserted over the wire, the dilator was removed and blood unexpectedly flowed out along the guidewire. The physician commented that a slight amount of leakage would be understandable however, this amount of leakage was larger than usual. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The returned device has been evaluated. The complaint could not be confirmed as the event occurred in vivo and could not be replicated. The returned sentrant sheath and dilator met device specifications and no issues were found during analysis. The cause of the reported event could not be conclusively determined.